Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine visible deposits in the shuntsystem. The deposits had no effect upon the specifications at the time of the examination. The shuntsystem operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report.

Event description:
The shunt system has since been returned to the manufacturer and the investigation has been completed.

Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx427t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.